Event description:
It was reported that the t: slim x2 pump's battery would not charge. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.